Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m54c3a. Additional information was requested and the following was obtained: how was the device removed from the tissue? - the unopened device could be removed from the tissue, because the all of the tissue was cut. After the operation, the nurse could open the jaws out of the patient. Was intra-op or post -op care changed for the patient due to the device not opening? - no. The analysis found that one pce60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, the jaws could not be opened at the 1st firing on the colon. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.